Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Addition information device history record (DHR) statement: a manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Manufacturer narrative:
Device evaluation: one smiths medical medfusion 3500 pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log showed occurences of primary audible alarm bgnd test as well as acu watchdog alarm. Functional testing involved powering up the pump, performing infusion and occlusion testing. The investigation was unable to duplicate the reported problem. The speaker was replaced as a preventive measure.

Event description:
Information was received indicating that a smiths medical medfusion 3500 pump exhibited an acu watchdog failure alarm. No adverse patient effects were reported.